Manufacturer narrative:
Patient reported late-forming seroma. Pathology indicated bia alcl. Device removed with replacement not reported.

Event description:
Patient reported late forming seroma. Subject device explanted. Non-gyn cytology report indicates breast implant associated anaplastic large cell lymphoma (bia-alcl).